Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number for the affected product was not provided to st. Jude medical. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment.

Event description:
A patient was implanted with a 16mm amplatzer septal occluder (aso) on (B)(6) 2010 and has now returned with shortness of breath. An echocardiogram was performed and the aso was not found in the heart. A full body CT was performed and the aso was found in the thoracic aorta. The patient returned to the cath lab where the aso was snared with a 10mm ev3 snare in the thoracic aorta. The aso was attempted to be recaptured through a 80cm, 13f sheath, but the aso would not collapse into the sheath. No amount of pressure could get the aso to fold into the sheath. The aso was moved with the snare to the right iliac artery, and the patient was transferred to surgical theatres for surgical bypass of the aso in the iliac by graft on the (B)(6) 2013. The patient is doing well.